Event description:
It was reported that the console is firing from the port instead of the fiber tip. The fiber was changed several times, but the same problem happened. There was no patient involved reported.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and found that the second relay mirror had large pit, cutting off laser towards end. After that, the high reflective mirror, oc mirror and relay mirror were replaced and the console worked as expected, thus, confirming the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the console is firing from the port instead of the fiber tip. The fiber was changed several times, but the same problem happened. There was no patient involved reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.